Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012, the patient was implanted with three gore® excluder® aaa endoprostheses ((B)(4)) to treat an abdominal aortic aneurysm. On (B)(6) 2014, ultrasonic imaging revealed a type ii endoleak. The aneurysm had enlarged from 55mm to 70mm in diameter. According to the report, the inferior mesenteric artery (ima) was filling the aneurysmal sac, with a connection toward a lumbar artery. On (B)(6) 2014, the patient underwent a re-intervention procedure whereby the ima was coiled. The type ii endoleak was successfully resolved, and the patient tolerated the procedure.